Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The high performance display central processing unit was replaced.

Event description:
The hospital reported that the unit visually alarmed, notifying the user of a speaker failure. There was no report of patient involvement.